Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, adjust belt messages) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging a pulse wire in the receptacle. The cause of the failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and pulse wire. The root cause of the damaged receptacle and pulse wire is excessive force placed at the receptacle. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it had a damaged monitor case and that the patient experienced adjust belt messages.